Event description:
The facility originally reported a flo-gard infusion pump with a cracked and leaking main battery. Upon contact with this facility on (B)(6) 2010, the veterinarian reported the pump had audibly alarmed with leds lit and interrupted an infusion on a (B)(6) female cat in an animal clinic. The intended therapy was a continuous infusion of normosol, likely at 20ml/hr, treating the cat for kidney failure. Upon interruption of the infusion, the cat was moved to a different area of the clinic where the infusion resumed on a different device. There was no injury or medical intervention necessary reported with this event, but the cat did die a few days later. However, the facility did not believe this was a result of the interruption of therapy. The pump was later inspected by the veterinarian, who discovered a cracked and leaking main battery. The main battery was replaced at the facility and the pump is currently operating as expected. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump which audibly alarmed, with leds lit, and interrupted a patient infusion, cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made.should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.